Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's carb ratio setting required adjustment due to fluctuating blood glucose (values not provided). Reportedly, customer's healthcare provider prescribed the change. Customer's blood glucose was in target range at the time of the report.